Manufacturer narrative:
The customer had no further issues following the service visit. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for creatinine jaffe gen.2 (crej2) on a cobas pro c 503 analytical unit. The initial result was 0.63 mg/dl. This result was reported outside of the laboratory where it was questioned by the physician. The patient is on dialysis and the physician thought the result should be higher. On (B)(6) 2022 the sample was repeated with a result of 7.91 mg/dl. The customer released a corrected result report. The crej2 reagent lot number and expiration date were not provided.

Manufacturer narrative:
Occupation is roche field application specialist (fas). The customer stated calibration and qc were acceptable. The field service engineer (fse) did not identify a cause for the issue. The fse proactively cleaned the sample probe, and checked probe adjustments, and probe rinse. The fse also checked cell rinse functionality. Precision testing was performed. The investigation is ongoing.